Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6fr. Reportedly, a cuff miss occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 16fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.